Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Evaluation results: the device was returned to zoll medical italy for evaluation. The customer's report was observed during review of the device data logs. The error is because of the substantial change in the detected pads impedance between a lid closure self-tests and the daily/weekly/monthly self-tests. It is advised to the customer to send the device to zoll medical corporation for evaluation. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.